Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant product: 5076-52, lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the physician questioned the longevity on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.